Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2016-nov-08. The representative planned to send the tunneler tool back.

Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# e18204, product type: accessory. Analysis of the plastic obturator within the metal housing of the tunneler found that it was fractured in two pieces. Surface damage could be observed at each of the fractured ends. Visual inspection of the fractured ends of the two portions of the broken obturator revealed no stress whitening, or evidence of twisting associated with a break. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8591-38, lot# e18204, product type: accessory.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving preservative free normal saline at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was having a new catheter and pump placed. The plastic obturator within the metal housing of the tunneler snapped/broke into two pieces. This left the plastic piece inside the tunneling tool. The physician had to push it out with another device. The physician didn¿t have to retunnel as a result of the failure. The patient wasn¿t adversely affected and the status was listed as ¿alive ¿ no injury¿. There were no environmental, external, or patient factors. The issue was resolved and the cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code no longer applies and has been updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.